Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator was in inoperable condition. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.